Manufacturer narrative:
Initial reporter establishment name: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce the reported issue. Service found the scope socket was rusty which could have contributed to the event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported there was noise in the image and color bars were displayed from the subject device during a colonoscopy procedure. Also, an image fade of several seconds caused a prolongation of the procedure. The procedure was completed using this device and there was no deterioration in the patient's health due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.